Manufacturer narrative:
Device not returned. Discarded by hospital. The response gave no indication that there was a device malfunction and stated the device was not available for return. The operative report was provided and does indicate that the device was explanted and discarded. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted at implant due to a perivalvular leak and discarded by the hospital.